Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 9.5 cm - 10.2 cm from the connector pin, exposing the outer coil, due to friction with the device can.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes noise on the atrial lead for several years. The lead was explanted on (B)(6) 2014.

Event description:
It was reported that there were fourteen noise reversions on the atrial channel. Programming was switched from ddd to vvi. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.